Event description:
The customer reports that the ventilator fell off the cart due to the self tapping mounting screws of the cart, attachment kit becoming loose and striping on the power section casing. Upon further investigation by the customer, the self tapping screws protrude from the power section casing causing indentations of the pc1618. There was no pt injury.